Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed noise. And insulation damage on the right ventricular (rv) lead and atrial (ra) lead. The physician elected repair the rv lead and ra. The patient was in stable condition.